Event description:
It was reported that high impedance, >10,000 ohms was detected on (B)(6) 2016 on this patient's device. The patient has had no history of trauma to the device. No known surgical intervention has been taken to date. No additional relevant information has been received to date.

Event description:
The generator and lead were received into product analysis. Product analysis has not been completed on the suspect lead to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the returned generator. The device was received in pulse-disabled condition due to battery depletion. The generator performed according to post-burn electrical test functional specifications. Product analysis was completed on the returned lead portion. The lead was returned in 12 portions. Product analysis found abraded openings in the inner and outer tubing in multiple locations along the lead. A lead fracture was verified; a break in the positive coil and two breaks in the negative coil was identified. Pitting occurred at the point of the negative coil lead fracture. The positive coil break and one of the negative coil breaks were believed to be due to stress-fracture (fatigue). The fracture mechanism of the second negative coil break could not be determined due to pitting. No other anomalies were identified. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent a full lead and generator replacement due to high impedance. There was a complication in the surgery, which is reported in mfg. Report #: 1644487-2016-02874. No additional relevant information has been received to date. The suspect product has not been received by the manufacturing facility to date.